Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during an intraocular lens (iol) implant procedure the iol was messed up inside injector and unable to use due to damaged lens. The surgery was completed with another lens on the same day. Additional information has been requested.